Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this implantable defibrillation lead, the lead was attempted to be placed in three separate locations along the right ventricular (rv) apex. Prior to helix extension in all locations, stable lead measurements were observed. Following helix extension, the lead exhibited increased threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,500 ohms. The physician noted that it took a minimum of 20 turns to extend the helix. The lead was removed and another lead was placed into the sheath, when the patient's blood pressure dropped. Fluoroscopic imaging of the heart showed no movement. The patient required cardiopulmonary resuscitation (CPR) and was intubated. An echocardiogram was performed and a perforation and cardiac tamponade was observed. A pericardiocentesis was performed. After the patient stabilized, a new lead was successfully implanted without incident. No additional adverse patient effects were reported.